Event description:
It was reported that patient presented with an infection and was washed out on (B)(6) 2012. The surgeon doing that case chose not to go into the joint under the surgical washout. A culture was taken at this time from the joint area. Today dr (B)(6) was notified that the culture grew out (B)(6).

Manufacturer narrative:
The following other hip device was also listed in this report: delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 663261. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.